Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Due to issue, the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction injection to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.